Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (B)(6) 2018, the patient experienced low glucose values. The patient stated that the dexcom sensor would intermittently stop transmitting to the receiver. The patient stated they had low glucose values on the morning of (B)(6) 2018 and their doctor at the clinic was trying to figure out what happened. It was unable to be determined why the patient was in contact with their doctor. No additional patient or event information is available.

Manufacturer narrative:
(B0(4) describe event or problem - correction, correction/additional information, patient code - additional.

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated that the dexcom sensor would intermittently stop transmitting to the receiver. On (B)(6) 2018, patient stated due to a blank area on the receiver screen, they experienced low glucose values that led them to become unconscious. The patient indicated that they reported to their doctor at the clinic who was trying to figure out what happened. No additional patient or event information is available.